Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Tabs of wrenches are broken off; sbi marketing has notified field of the slotted fixation bolt. This bolt will eliminate the need for the wrench.